Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('there was a piece of coil that was still protruding at the base stump from where the fallopian tube was removed'), uterine perforation ('perforation (uterus)'), fallopian tube perforation ('perforation (fallopian tube(s)') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B92696) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify : no". The patient's medical history included morbid obesity, vaginal delivery, cholecystectomy and appendectomy. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), rash ("rashes or skin conditions type: rash"), alopecia ("hair loss"), migraine ("migraines / headache"), headache ("headaches"), hot flush ("hormonal changes describe: hot and cold flashes"), feeling cold ("hormonal changes describe: hot and cold flashes") and visual impairment ("vision/eye problems type: used to have good vision, but after implant vision got bad and she needed glasses,") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). In 2015, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device location of device: top of uterus"), abdominal pain ("abdominal pain") and dermatitis allergic ("allergy ¿ rash/skin condition: allergic rash,skin allergy"). The patient was treated with surgery (salpingectomy (bilateral). Additional surgery on (B)(6) 2019 hysterectomy (full).). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, device expulsion, dysmenorrhoea, rash, hot flush, feeling cold, anxiety and visual impairment outcome was unknown, the pelvic pain, abdominal pain, vaginal haemorrhage and menorrhagia had resolved and the genital haemorrhage, dyspareunia, vaginal discharge, dermatitis allergic, alopecia, migraine, headache and weight increased had not resolved. The reporter considered abdominal pain, alopecia, anxiety, dermatitis allergic, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, feeling cold, genital haemorrhage, headache, hot flush, menorrhagia, migraine, pelvic pain, rash, uterine perforation, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted date(s) of insertion: (B)(6) 2014 date of removal : on (B)(6) 2019 hysterectomy (full) and (B)(6) 2018 salpingectomy (bilateral). Current weight 139 lbs . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 49.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-feb-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('there was a piece of coil that was still protruding at the base stump from where the fallopian tube was removed'), uterine perforation ('perforation (uterus)'), fallopian tube perforation ('perforation (fallopian tube(s)'), pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. B92696) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify : no". The patient's medical history included morbid obesity, vaginal delivery, cholecystectomy and appendectomy. On (B)(6) 2014, the patient had essure inserted. In april 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), rash ("rashes or skin conditions type: rash"), alopecia ("hair loss"), migraine ("migraines / headache"), headache ("headaches"), hot flush ("hormonal changes describe: hot and cold flashes"), feeling cold ("hormonal changes describe: hot and cold flashes") and visual impairment ("vision/eye problems type: used to have good vision, but after implant vision got bad and she needed glasses,") and was found to have weight increased ("weight gain"). In june 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). In 2015, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device location of device: top of uterus"), abdominal pain ("abdominal pain") and dermatitis allergic ("allergy ¿ rash/skin condition: allergic rash,skin allergy"). The patient was treated with surgery (salpingectomy (bilateral). Additional surgery on (B)(6) 2019 hysterectomy (full).). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, device expulsion, dysmenorrhoea, rash, hot flush, feeling cold, anxiety and visual impairment outcome was unknown, the pelvic pain, abdominal pain, vaginal haemorrhage and menorrhagia had resolved and the genital haemorrhage, dyspareunia, vaginal discharge, dermatitis allergic, alopecia, migraine, headache and weight increased had not resolved. The reporter considered abdominal pain, alopecia, anxiety, dermatitis allergic, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, feeling cold, genital haemorrhage, headache, hot flush, menorrhagia, migraine, pelvic pain, rash, uterine perforation, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted date(s) of insertion: (B)(6) 2014 and (B)(6) 2014 date of removal : on (B)(6) 2019 hysterectomy (full) and (B)(6) 2018 salpingectomy (bilateral) current weight 139 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 49.8 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : lot number was added. Events "device breakage, abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping),hormonal changes describe: hot and cold flashes, migration of essuredevice location of device: top of uterus, pain, perforation (fallopian tube(s), perforation (uterus), psychological or psychiatric problems condition: anxiety, rashes or skin conditions type: rash, vision/eye problems type: used to have good vision, but after implant vision got badand I needed glasses" were added. Outcome of events " pain and abnormal bleeding " were updated as recovered. Medical history and reporter information were added. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify : no". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("allergy ¿ rash/skin condition"), skin disorder ("allergy ¿ rash/skin condition"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral). Additional surgery on (B)(6) 2019 hysterectomy (full).). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain, menorrhagia, rash, skin disorder, vaginal discharge, alopecia, migraine, headache and weight increased had not resolved. The reporter considered abdominal pain, alopecia, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash, skin disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy noted date(s) of insertion: (B)(6) 2014 date of removal: on (B)(6) 2019 hysterectomy (full) and (B)(6) 2018 salpingectomy (bilateral) quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Reporter information added. This case become incident. Previously reported event injury were updated dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), gen. Abnorm. Bleed, allergy ¿ rash/skin condition, vag. Discharge, hair loss, migraines, headaches, weight gain, essure confirmation test(s) conducted specify: no. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.